Manufacturer narrative:
(B)(4). Concomitant medical product: tibial articular surface provisional shim size ef 11 mm thickness: catalog#42527900501, lot#62684690. Tibial articular surface provisional shim size ef 14 mm thickness: catalog#42527900504, lot#62693736. Tibial articular surface provisional shim size ef 11 mm thickness: catalog#42527900501, lot#62345261. Tibial articular surface provisional shim size cd 12 mm thickness: catalog#42527900302, lot#62632649. Tibial articular surface provisional shim size gh 12 mm thickness: catalog#42527900702, lot#62220950. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-00717, 0001822565-2023-00718, 0001822565-2023-00721, 0001822565-2023-00727, and 0001822565-2023-00728. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and has one of the ball components disassembled/missing. The missing component was not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional shim instrument was found to be missing ball bearings during the sterilization process. There was no patient involvement and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.